Manufacturer narrative:
(B)(4). Device not returned for evaluation.

Event description:
It was reported that, during a neck dissection, the nerve stimulator failed on first use, the light turned on when ground electrode touched to tip but did not function on patient tissue, there was no reported patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.